Event description:
Reference manufacturer report# 3004209178-2012-02906. The patient's symptoms were not controlled as well with multiple programming. She experienced more dystonia with pain. She attributed some of her symptoms to underlying stress (husband with health issues). It was felt that her left ins was not working properly. The impedance measurements were high with the left ins in monopolar and bipolar setting especially with contact 3. The battery of the right ins depleted very fast even though it was at average levels. Both of the inss were replaced.

Manufacturer narrative:
Extension: model 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted. Extension: model 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted. Programmer: model 7438, serial# (B)(4), implanted: 2008 (B)(6), explanted. Programmer: model 37642, serial# (B)(4). Lead: model 3387s-40, lot# v041389, implanted: 2008 (B)(6), explanted. Lead: model 3387s-40, lot# v038151, implanted: 2008 (B)(6), explanted. Ins: model 37602, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), model 37602, serial# (B)(4), found no significant anomaly. The ins reached normal end of life. The telemetry and output were okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.